Manufacturer narrative:
E1 - facility name: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device rotated around at hand. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle is broken, and the objective lens window is scratched. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the initial reportable malfunction was due to a component failure of the outer grip with the most likely cause being deterioration of the rotating grip. For the newly identified malfunctions, the light guide bundle is broken due to a component failure of the distal end of the videoscope with a likely cause of physical impacts and similar damage; and the objective lens window is scratched due to a component failure of the objective lens window with a likely cause of physical impact and similar damage. These malfunctions have a cause traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.